Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 700cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral sagging and lateral malposition of her breast implants. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2022. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-08505 for the contralateral event.

Manufacturer narrative:
On august 04, 2022, mentor received a suspect medical device with lot number 9418235 and accompanying paperwork. The paperwork indicated both devices were explanted and the right implant was confirmed ruptured. Additionally, it was reported that the right device could not be returned due to the physical state of the device and only the left device was to be returned. The ruptured right device was initially reported as lot 9418235. However, in light of the fact that the surgeon stated the ruptured device could not be returned and the returned device was lot 9418235, this lot cannot be the right ruptured implant. Therefore, the returned device must be the left implant. The new information has been populated in the appropriate fields. The size, brand name, and catalog are the same for the two devices. Lot: 9418235. Serial: (B)(6). A manufacturing record evaluation (mre) was performed for lot 9418235, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 01, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. On september 02, 2022, mentor became aware that the codes for a device being received with a pending investigation were not included in the first supplemental report. Manufacturer¿s reference number: (B)(4). In the first supplemental, h6 type of investigation, h6 investigation findings, and h6 investigation conclusions should have been populated with testing of actual/suspected device (b01), results pending completion of investigation (c21), and conclusion not yet available (d16), respectively. Additionally, h3 device evaluated by manufacturer? Should not have been populated as "yes" as the investigation was not complete at that time.